Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was resolved by a complete infusion set, reservoir and insulin change. The customer did not know the blood glucose reading. She advised that she would monitor the device and that she had treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.